Manufacturer narrative:
(B)(4). Batch # unk. Month and day unknown. Only year (2018) is known. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: can you please clarify what was meant by ¿traction that resulted in ooze and inadvertent staple lines¿? ¿traction that resulted in ooze¿: after firing, when the jaws of stapler were opened, the cartridge half had tissue stuck to it, in order to remove tissue from the reload, the surgeon had to apply traction that resulted in ooze and the surgeon had to over sew the whole staple line. ¿inadvertent staple line¿: the staple line was not uniform, could have happened because of tissue slippage. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Few of the deployed staples seem to be malformed. Were there staples missing from the staple line? The staples were not missing from the staple line. What was the volume of blood loss (ml)? The volume of the blood loss could not be measured in ml did the issue cause any change to the procedure or change to the post-operative care of the patient? The issue did not caused any change to the procedure or post-operative care of the patient and the whole staple line was secured using suture over it.

Event description:
It was reported that during demonstration, long60a started taking out tissue alongside of the knife and reloads got stuck to the tissue; in order to release the tissue from reload, the surgeon had to apply traction that resulted in ooze and inadvertent staple lines. There had been oozes alongside of the transected curvature and the anastomotic lips appeared not to be approximated enough to hold the tissue and surgeon had to replace long60a during the case and oversew complete staple line. Surgery name is mgb (gastric bypass).

Manufacturer narrative:
Product complaint # (B)(4). Batch number: p58a66. Investigation summary: the analysis found that one long60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.